Event description:
Primary stability achieved, no osseointegration. Allergy to pcn. When dentist began to screw abutment on implant the whole implant turned and came out. No bleeding, no bone on implant. Dentist finds no reason, bone appeared healthy.